Manufacturer narrative:
This is the first of 2 reports. The event in this report is related to the event already reported in MFR report # 3008881809-2018-00299. Subject device remains implanted.

Event description:
It was reported that a patient was successfully treated by stent-assisted coil embolization of an unruptured aneurysm located at the basilar apex. More than 8 month-post-procedure, the patient suffered right-sided weakness. The issue is ongoing. Medication was required. According to the clinical events committee (cec), the right-sided weakness was related to the procedure and to the atlas stents (subject device). According to the site, the right-sided weakness was related to pre-existing condition/co-morbidity with a large basilar aneurysm swelling, causing pressure on brainstem per site.

Manufacturer narrative:
Duplicate rationale: all information regarding patient 110-013 have been included in MFR report # 3008881809-2018-00299. Additional information regarding the details of the neurological symptoms for patient 110-013 as ¿right sided weakness¿ (ae#11) filed in this report is a duplicate of MFR report # 3008881809-2018-00299. Therefore this MFR report # will be closed as duplicate.

Event description:
It was reported that a patient was successfully treated by stent-assisted coil embolization of an unruptured aneurysm located at the basilar apex. More than 8 month-post-procedure, the patient suffered right-sided weakness. The issue is ongoing. Medication was required. According to the clinical events committee (cec), the right-sided weakness was related to the procedure and to the atlas stents (subject device). According to the site, the right-sided weakness was related to pre-existing condition/co-morbidity with a large basilar aneurysm swelling, causing pressure on brainstem per site.